Event description:
It was reported that during several recent supply changes with an ilet insulin pump, the caregiver observed a large air bubble in the cartridge upon removal from the pump and heavy insulin leakage during the fill tubing process with blood glucose reaching approximately 300 mg/dl and later decreasing to 147 mg/dl; no occlusion alerts occurred, and a review of the user¿s steps indicated the connector was attached to the cartridge before insertion into the ilet, followed by attaching the infusion set tubing, which was corrected during a guided supply replacement and insulin delivery was resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with the problem categorized as a use-of-device issue involving an unspecified component where an appropriate component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.